Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was unstable, with customer noting loose and wobbly usb port, although pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to ensure correct usb insertion to prevent further damage, advised to contact healthcare provider about backup insulin therapy, and was informed about programming settings and connecting cgm on replacement pump, while technical support confirmed warranty status, arranged shipment of replacement pump, provided guidance for storage mode and setup using the ¿coming from a pump¿ option, and instructed return of problematic pump using prepaid label.